Event description:
Received a medwatch report stating the following: "removal of lapband due to erosion, [patient] had been worked up for anemia when [patient] underwent an egd at another facility and [patient] was found to have an erosion of her lapband. Pt was asymptomatic, hgb 9.7 hct 29.1."

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report has been returned however the device analysis has not been started at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."